Manufacturer narrative:
Manufacturer reference number: (B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: occurred during a laparoscopic sigmoid procedure. After using the device, the surgeon tried to close the incision site. Then, found a foreign matter in the patient's abdominal cavity. The foreign matter was immediately retrieved. It seemed to be seal part of the trocar. Confirmed that the trocar was damaged at the seal. There was no patient harm. The status of the patient is no problem.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation one versaport. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual and functional testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding due to the cut seal. Replication of the observed damage may occur as a result of a sharp instrument making contact with the circular seal. The file will be closed as misuse of product. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4).